Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for separation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the luer adaptor disconnected from the holder during use with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: luer adaptor disconnected from needle during blood collection causing a blood spill on the patients arm. The doctor is a long term user of the slbcs and has not had this experience before. The doctor was using ppe and there was no exposure to blood or nsi. Staff at the clinic reported that the connections didn't seem to be as tight to what they were used to.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer adaptor disconnected from the holder during use with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: luer adaptor disconnected from needle during blood collection causing a blood spill on the patients arm. The doctor is a long term user of the slbcs and has not had this experience before. The doctor was using ppe and there was no exposure to blood or nsi. Staff at the clinic reported that the connections didn't seem to be as tight to what they were used to.